Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 352.311, supplier lot number: 541390j04, synthes lot number: 4852292: release to warehouse date: september 15, 2004. Manufacturing site is synthes (B)(4) and supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while setting up for a one level anterior cervical discectomy and fusion (acdf) procedure that was scheduled for (B)(6) 2015, a problem was noticed with the removal driver. When the device was put together, it was noted, the inner stylet was not sticking out the tip of the driver like it should be. This was because the tip was broken off. This was found intra-operatively but is not impact the patient. Reportedly, this was the first time the problem was noted and it was unclear how the event occurred. Another instrument was used for the procedure that was successfully completed; the patient's status was reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: it was reported that while setting up for a one level anterior cervical discectomy and fusion (acdf) the inner shaft of an extraction screwdriver (part 352.311 / lot 4852292) was found to have a broke tip. Specifics regarding the cause of the failure were unknown; the procedure was able to be completed successfully with an alternate instrument. The returned instrument was examined and the complaint was able to be confirmed as the inner shaft tip was found to be broken and not returned. The remainder of the instrument was found to be intact with only minor wear consistent with repeated use. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The returned instrument was examined and the compliant condition was able to be confirmed as the inner shaft was found to be missing the distal threaded tip (approximately 3.5mm long). A definitive root cause was unable to be determined as details as to the technique utilized at the time of failure were unknown. The failure mode is typically associated with the application of off-axis and/or excessive torque. The relevant product drawings were reviewed during the evaluation. The material of the inner shaft has since changed from 440a/ 440b to custom 465 to improve its strength and ductility. Additionally, the inner shaft became a salable item in which the knob was improved to include the legend ¿fully tighten¿. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint condition. A definitive root cause was unable to be determined as details as to the technique utilized at the time of failure were unknown. The failure mode is typically associated with the application of off-axis and/or excessive torque. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was documented on (B)(4) 2015 that the complainant part had been received for evaluation. The actual date of receipt, (B)(4) 2015, has been added to the corresponding medwatch field. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.